Manufacturer narrative:
A specific root cause could not be determined. As the same reagent kit was used for both the acceptable and questionable calibrations, a reagent issue seems unlikely and points rather to a handling issue of the calibrator or the reagent. It was noted the customer failed to perform adequate quality control of the kit in question because only level 2 of the quality control was measured. It is stated in the package insert that each kit must be checked by quality controls. No adverse events were reported in this case.

Event description:
The user received questionable troponin t results for about ten healthy men and women. The initial results were about 0.06-0.07 ng/ml and were reported outside the laboratory. The cardiologist questioned the results as he had seen too many patient results above the negative range. The assay was recalibrated and quality control was performed. The patient samples were then retested with negative results below 0.03 ng/ml. The patients were not adversely affected. The troponin t reagent lot number was 161110. It was suspected that the calibration prior to the generation of the initial results was not acceptable. This was not discovered as the user only performed one level of quality control prior to testing the patient samples.

Manufacturer narrative:
This event occurred in (B)(6).